Manufacturer narrative:
An investigation is ongoing.

Event description:
The site reported that an artifact seen on 3d tof spgr maximum intensity pixel images of an area of the brain (circle of willis) led to a surgeon to diagnose stenosis of the middle cerebral artery. The diagnosis was performed on scans of four pts. All affected pts reportedly underwent x-ray cerebral angiogram procedure, the results of which disproved the stenosis observed on the mr images. At this time, no reports of injury to the pts were received. Ge is currently attempting to obtain additional info from the site regarding the pt's involved and details surrounding the event.